Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. An ntw was inserted. Upon steering into the mitral valve, it was noted that the device was behaving different. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.